Event description:
Healthcare professional reported right side "mastitis." Patient additionally reported "hardening, pain and possible infection." Patient also reported "a few years ago (patient) noticed chest pain, and liver issues". Patient also stated to have a fatty liver - not related to the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device ¿ infection: unable to observe as it is not related to the device ¿ pain: unable to observe as it is not related to the device. ¿ other medical-ndr: unable to observe as it is not related to the device. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii . Fi summary: with the information collected during the investigation, there is enough evidence to support that serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring and increased results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of may 2016 through apr 2018, three points were found out of the upper limit in (may 2016, june 2016 and august 2016). Based on the additional analysis performed there are no patterns or issues with data from this analysis related to this specific months and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this types of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported right side "mastitis." Patient reported "hardening, pain and possible infection." Patient also reported "a few years ago (patient) noticed chest pain, and liver issues". Patient also stated to have a fatty liver - not related to the device. Healthcare professional later reported right side capsular contracture, baker grade right iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Healthcare professional reported right side "mastitis." Patient additionally reported "hardening, pain and possible infection." Patient also reported "a few years ago (patient) noticed chest pain, and liver issues". Patient also stated to have a fatty liver - not related to the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.